Event description:
Customer alleged blood glucose results of 330 mg/dl, 163 mg/dl, and 248 mg/dl when testing was performed back-to-back on the active s system. Customer reported having no symptoms or treatment. No serious adverse event was having in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.